Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d4 (unique device identifier) and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that intermittent image was due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus field service engineer (fse), that the high definition lcd monitor had foggy image. The issue was found during a therapeutic laparoscopic cholecystectomy and it was completed with the same device. Inspection and testing of the returned device found that digital visual interface 1 had intermittent blackout due to a faulty printed circuit board. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that dust was found inside the monitor and switch bracket was damaged. It was also noted that there were cracks on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.